Manufacturer narrative:
No medwatch form was received.

Event description:
The asymptomatic patient presented to the clinic for a follow-up. Far field r-wave oversensing was observed on the atrial lead. The lead was repositioned.